Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the live image went black and they had to reboot. This would result in no live image being displayed temporarily. There is no report of injury or death associated with this event.